Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. Customer¿s blood glucose (bg) level was "high" and a manual injection was administered to address bg. The customer declined troubleshooting the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.